Manufacturer narrative:
Additional information: e3, h6, h10. Literature attachment: "management of lost atherectomy devices in the coronary arteries". The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported material separation - driveshaft, device damaged by other device - caused damage, unintended system movement, foreign body in patient, and serious injury appears to be related to user error. In this case it is possible that the reported material separation - driveshaft, device damaged by other device - caused damage, unintended system movement, foreign body in patient, and serious injury are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. See IFU deviation summery. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a large diagonal branch (d1). Following a low-speed treatment was performed, the oad crown was difficult to advance. The oad was aggressively pushed to advance which resulted in the device pulling the viperwire advance coronary guide wire out of position. The spring tip contacted the driveshaft tip. A driveshaft fracture and guide wire fracture were observed and no flow in the d1. As the patient was asymptomatic, and no device or wire fragments extended back to the lad, no further action was taken. The fractured component were left in the d1 and the procedure was aborted. The patient was stable and remained asymptomatic during a 1.5 years post procedure follow-up visit. Leibundgut, g., achim, a., weilenmann, d., rigger, j., gocht, f., egred, m., murad, b., lombardi, w. And bilal iqbal, m. (2025), management of lost atherectomy devices in the coronary arteries. Catheterization and cardiovascular interventions. Https://doi.org/10.1002/ccd.31734.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a large diagonal branch (d1). Following a low-speed treatment was performed, the oad crown was difficult to advance. The oad was aggressively pushed to advance which resulted in the device pulling the viperwire advance coronary guide wire out of position. The spring tip contacted the driveshaft tip. A driveshaft fracture and guide wire fracture were observed and no flow in the d1. As the patient was asymptomatic, and no device or wire fragments extended back to the lad, no further action was taken. The fractured component were left in the d1 and the procedure was aborted. The patient was stable and remained asymptomatic during a 1.5 years post procedure follow-up visit. Leibundgut, g., achim, a., weilenmann, d., rigger, j., gocht, f., egred, m., murad, b., lombardi, w. And bilal iqbal, m. (2025), management of lost atherectomy devices in the coronary arteries. Catheterization and cardiovascular interventions. Https://doi.org/10.1002/ccd.31734.